Manufacturer narrative:
Insulin pump was received with a cracked case, cracked battery tube threads and a scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump is damaged. Customer stated that the insulin pump is damaged from right hand corner of the screen down to the middle of the entire screen. Customer's blood glucose reading was 220 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.